Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the device failed a leakage test and it indicated the main body was defective. Omsc surmised that the reported phenomenon was occurred due to the leak at the main body that resulted in a failure of the circuit board. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that a scope communication error e216 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.